Manufacturer narrative:
Premature battery depletion and backup operation was confirmed by analysis. The backup operation was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) was in backup mode due to hardware reset. Loss of defibrillation therapy was also noted due to backup. No intervention was performed. The patient was stable.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable after procedure.